Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system exhibited oversensing due to high frequency electromagnetic interference (emi). Technical services (ts) was consulted, stating that the emi is consistent with an external stimulus. The pacemaker is operating in ddd pacing at 70 beats per minute during atrial tachy response (atr), and at 50 beats per minute when not in atr. No adverse patient effects were reported. This system remains in service.